Event description:
A peritoneal dialysis (pd) patient reported a cycler that would not turn on. Patient moved the cycler to different outlet and saw sparks coming from the back of the machine. The display was blank. When the patient switched the cycler on there was no sound when the ok/stop buttons were pressed. A new cycler was issued to the patient. The patient is able to perform manual treatments in the absence of a cycler. In a follow up the patient verified there was no harm due to the spark event. The patient has received a new cycler that is working well. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed the touch screen was misaligned. Hipot test passed. Patient hipot test passed. Safety analyzer test passed. Voltage check passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. During an internal inspection of the returned cycler there were visual indications of insect infestation found underneath the pump assembly. There were no other visual discrepancies found. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that would not turn on. Patient moved the cycler to different outlet and saw sparks coming from the back of the machine. The display was blank. When the patient switched the cycler on there was no sound when the ok/stop buttons were pressed. A new cycler was issued to the patient. The patient is able to perform manual treatments in the absence of a cycler. In a follow up the patient verified there was no harm due to the spark event. The patient has received a new cycler that is working well. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.